Event description:
It was reported following an angiographic procedure, the patient received an angio-seal the femoral arteriotomy in 2006. The femoral puncture was reported to be straight forward with arterial access was gained without difficulty. A pre-deployment angiogram was completed. Twenty four hours later, the patient experienced bleeding from the puncture site and an ambulance was called. The bleeding had stopped when te ambulance arrived, so the patient was not transported to the hospital. A few days later, the patient presented to the cardiology department (precise reason for this unknown). Examination and an ultrasound revealed a pseudoaneurysm in the region of the puncture site. Ultrasound guided manual compression attempt of the pseudoaneurysm was performed without success. A thrombin injection (dose unknown) was successful in resolving the pseudoaneurysm. Ultrasound also revealed calcification in the femoral vessel and the angio-seal was reported not to be sitting on the arterial wall.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the pseudoaneurysm could not be conclusively determined. The anigo-seal device instruction for use (IFU) state the bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device IFU caution that an av fistula or pseudoaneurysm are possible risks or situation associated with the use of the angio-seal or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.